Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what color setting was selected on the devices and what was the sequence of the firings? Color blue and yellow. 2 blue, 1 yellow. What anatomical structures was the device fired on? Colon. Were other stapling or suturing devices used when creating the anastomosis? Only ntlc. Was the device difficult to fire? Until the middle of the firing. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. How was the post-operative bleeding identified? Through drainage. How long post-operative was the bleeding identified? Immediate post-op. Was any medical or surgical intervention needed to address the bleeding? If so, please explain. No. What was the total estimated blood loss (ml)? 20/30. Was a transfusion required? No. What does the surgeon believe was the cause of the bleeding? Staple line. Is the post-op bleeding alleged to be related to the ntlc device? Please explain. The transection was not completed at the first time, and he had to transect the rest of the colon for the second time. Between first and second firings, the surgeon had to do a hemostatic suture. What is the current status of the patient? No event/complication reported.

Manufacturer narrative:
(B)(4). Batch # t5c79g. Investigation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Following information has been requested but unavailable: what color setting was selected on the devices and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How was the post-operative bleeding identified? How long post-operative was the bleeding identified? Was any medical or surgical intervention needed to address the bleeding? If so, please explain. What was the total estimated blood loss (ml)? Was a transfusion required? What does the surgeon believe was the cause of the bleeding? Is the post-op bleeding alleged to be related to the ntlc device? Please explain. What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the firing knob broke during firing. Pieces of the knob fell into the patient but were retrieved. A new device was opened. Surgery was delayed by 20 minutes. The rest of the suture was to be made manually. It bleed more in the post-operative period, but is safe and home now.